Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2014. During the procedure, the prong fractured off the distal end of the inserter and fell into the patient's glenoid. The fractured fragment remains in the patient. Another juggerknot anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause was due to inadvertent surgical error.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.